Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be no longer reportable. This report reflects the remaining malfunction. The sample was returned for evaluation, the investigation was confirmed for the alleged material rupture issue. The definitive root cause for the identified circumferential rupture could not be determined based upon the available information. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model cq7574 pta balloon dilatation catheter experienced material rupture. The report were received from a single source. The malfunction involved a patient with no consequences. The patient's age, weight, and geder were not provided.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model cq7574 pta balloon dilatation catheter experienced material rupture. These reports were received from various sources. Both events involved a patient with no patient consequences. Gender, age, and weight were not provided for both patients.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Both devices were returned for evaluation. A visual inspection did not find an rupture related defects to the exterior of the device. An inflation attempt was made, and water was seen exiting the distal cone of the balloon. The fibers were stripped and a partial circumferential rupture was noted in the balloon. Therefore, the investigation is confirmed for a circumferential rupture. Visual inspection of the other balloon revealed a pinhole rupture at the terminus of the distal cone. The definitive root cause for the identified circumferential rupture could not be determined based upon the available information. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For both of the reported events, the devices were returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model cq7574 pta balloon dilatation catheter experienced material rupture. These reports were received from various sources. Both events involved a patient with no patient consequences. Gender, age, and weight were not provided for both patients.